Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital for follow-up. Episodes of inappropriate auto-mode switch were observed. Insulation anomaly was suspected. The decision was made to cap the lead and replaced on (B)(6) 2016. Patient was in good condition during and after the procedure.